Event description:
The customer reported they received analyzer alarms and noted a burnt smell from the top and left side of the instrument. Upon investigation it was noted pcb cuvette control was melted. No adverse event was reported. The pcb cuvette control and pcb power manager was replaced. The cuvette transport performance check was done. After the repair, the instrument worked fine.

Manufacturer narrative:
This event occurred in (B)(6).